Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the unit. The stm reported that, after auto filling the device would produce an alarm and give system failure. The stm also was able to confirm codes #45 and #65 in the diagnostics logs. To fix the issue, the stm replaced the drive manifold. The unit passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that during start up the cs300 intra-aortic balloon pump (iabp) had a system failure message. The customer also reported that the iabp presented faults code #45 and #65. There was no patient involvement and no adverse event was reported.